Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data has determined that the device usage is appropriate for the battery life. The event data reviewed indicated that the device was used in the configuration mode for extended periods. Additionally, the user has performed 3 monthly and 8 weekly self-tests. The data showed that the device was powered on for more than 13 hours. This drained the device's battery. The operator's guide states that a typical new battery can provide 6 hours of continuous monitoring in the clinical mode. This investigation has been closed as the device meets specification. No trend is associated with reports of this type.